Manufacturer narrative:
Correction: b1, h6 medical device problem code 141102. The investigation of the reported failure mode has been completed. No product was received for evaluation. Difficult to deliver or advance/patient anatomy or condition prior to therapy: the cause of difficulty delivering the pump or patient anatomy prior to therapy was due to patient condition related. Access site adverse event/hematoma: the cause of access site adverse event was not determined due to insufficient clinical information. Pump suction: data logs were there was no motor current (mc), placement signal (ps) and pump flow issues. No other issues seen during this time. The cause of pump suction was not determined due to product not being returned and inconclusive log/clinical evidence. Low pump flows / high purge pressure: data logs were reviewed and on (B)(6) first there was mc variation/slight downward with pump flow reducing low at p-8 and pp increase. Later after few hours flow rises becoming saturated at same p-8 with some pp variation. The mc had upward trend/variation with rise in pump flow, no p-level change. Purge pressure slightly increased with small drop in purge flows. The cause of low pump flow/rise in purge pressure was due to biomaterial buildup based on log and clinical review ischemia, tachycardia, infection: the root cause of the injury was unable to be determined due to insufficient clinical details. Pain, necrosis, renal failure, hypotension, temporary impairment, hemodynamic instability) the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient with difficult anatomy experienced multiple events when implanted with an impella 5.5: difficulty delivering and placing the pump, hematoma, access site infection requiring antibiotics, limb ischemia, hypotension and hemodynamic instability requiring blood products, low pump flow, pump suction, low purge pressure, ventricular tachycardia requiring resuscitation, renal failure and acute tubular necrosis requiring continuous renal replacement therapy and continuous veno-venous hemodialysis. The patient eventually expired.